Event description:
Chair allegedly stopped quickly causing the user to allegedly fall out of chair and break his arm. Dealer visited user to examine the chair and it allegedly stopped quickly and flashed 9 times.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsi-cg, serial number/date code (B)(4) is approximately 2 years 4 months old. The user manual part number 1154294 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) male, (B)(6). The consumer was operating the power chair when it allegedly stopped quickly causing the consumer to fall out of the chair breaking his humerus. His arm is in a sling. The dealer called on the consumer and the chair stopped quickly once, flashing 9 times. Dealer was unable to repeat the incident. Invacare is awaiting a return call from the dealer for additional information. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2012-00216. The device was about 2 years old at the time of the complaint. Dealer states the chair allegedly stops quickly and flashes 9 times and the user fell out of chair allegedly breaking his arm. Visual results: products were returned, a full evaluation was conducted on the units. The findings were: controller's pcb had evidence of metal clippings between the pins of acc dci connector. Clippings were not making contact with the pins. Functional results: controller was connected to a known good joystick, joystick cable, motors and batteries, and then operated for one half hour. No discrepancies were observed. Evaluation did not conclude where the clippings came from. Replacement parts were sent out on ra / (B)(4). No RMA has been initiated for this issue. Model tdxsi-cg, serial number/date code (B)(4) is approximately 2 years 4 months old. The user manual part number 1154294 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) male, (B)(6). The consumer was operating the power chair when it allegedly stopped quickly causing the consumer to fall out of the chair breaking his humerus. His arm is in a sling. The dealer called on the consumer and the chair stopped quickly once, flashing 9 times. Dealer was unable to repeat the incident. Invacare is awaiting a return call from the dealer for additional information. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Chair allegedly stopped quickly causing the user to allegedly fall out of chair and break his arm. Dealer visited user to examine the chair and it allegedly stopped quickly and flashed 9 times.